Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7016755/5000448.

Event description:
It was reported that the patients ipg was causing discomfort as it was significantly protruding out of the skin in the back. Additional information was received that the patient was also experiencing inadequate stimulation due to lead migration and high impedances. In addition, the patient was frequently charging the ipg. The patient underwent a full explant procedure and was doing well postoperatively. All explanted devices will not be returned as they were not released by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing discomfort as it was significantly protruding out of the skin in the back.